Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 04-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg ml; 98 mcg day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2018. It was reported that during a scheduled end-of-life pump replacement it was determined that the catheter was not working. The hcp tried to aspirate through the side port but was unable to aspirate the old catheter. The catheter was replaced completely on (B)(6) 2018 and will be returned to the manufacturer. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found catheter/pin connector/collet detached and-or missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was not determined why the catheter would not aspirate. The physician did not feel the need to investigate further ¿ all he knows is it was not working.